Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 10-jan-2023. Investigation summary one open 32g x 4mm pen needle sample with shield and one photo was returned from an unknown lot. No., cat. No. 320559. A functionality test as per q-sop-183-dl was carried out on the returned sample and no issue was observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample/photo therefore no root cause can be identified.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm the shield was difficult to remove. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that the inner shield has became shorter and it is difficult to remove it.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm the shield was difficult to remove. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's verbatim report is that the inner shield has became shorter and it is difficult to remove it.